Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: leakage occurred due to physical stress, etc., water invaded the device and abnormality of the electrical components occurred. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, the e315 error message was not received for the device. The customer complaint was not duplicated. Other observations for the device are: charge couple device (ccd) lens and light guide (lg) damage; distal end rubber coating (a-rubber) has a pin hole causing insulation resistance value at distal end to not meet the standard; water tightness is lost due to deformation of right/left knob and up/down knob; flexibility adjustment ring is damaged; grip is shaved; air/water cylinder and scope cylinder (s-cylinder) have discoloration; switch box has a scratch; plug unit is damaged; objective lens and lg lens have a crack; connecting tube has a cut and a scratch; and universal cord has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, an e315 endoscope not recognized error message was received for the device, indicating no image was received. There is no harm or adverse impact to any patient.